Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed a reboot on 05/20/2014. The battery voltage was above the replace battery threshold prior to the reboot. A visual inspection of the pump showed that the battery compartment was cracked and the battery cap had damaged threads; the cap was unable to tighten on to the pump and reboots occurred. A test cap was able to tighten on and maintain and electrical connection. Unrelated to the complaint, the display screen was dim and discolored. The keypad cover was torn and evidence of contamination was found under all key contacts.